Event description:
On (B)(6) 2011, pt reported the infusion device displayed an e2 (battery depleted) error without first displaying an a2 (battery low) alert. Pt stated, she woke up this morning with an e2 (battery depleted) error message displaying on her infusion device after changing to a new battery yesterday. Pt reported she did not see a low battery alert prior to this error. Verified alarm history; no a2 alert was found. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.